Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n297934, implanted: (B)(6) 2011, product type: accessory; product ID 37092, lot# 287650001, implanted: (B)(6) 2011, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that they were unable to charge past 25% with the implantable neurostimulator recharger (insr). It was noted that the wife helped the patient charge the implantable neurostimulator (ins). They could reach 25% quickly but then they could not get up to 50% or higher. They usually got 8 bars coupling consistently. Occasionally they would get 6 bars but if they readjust things they could get 8 bars again. They would watch the coupling while charging the screen and it would not go dark. The ins would also shut off. They reviewed recharge statistics and the clinician programmer (8840) recharge statistics showed: (B)(6): 0.2, 25%; (B)(6): 0.1, 25%; (B)(6): 1, 50% never showed 50%; (B)(6): 0.6, 25%; (B)(6): 0.2, 25%. They were advised that the patient was not charging for long enough periods to get up to 50% or more of a charge, and the manufacturing representative (rep) was going to review that with the wife and the patient. It was later reported that the patient was unable to recharge past 25% was because he was not charging long enough. The rep was sure he could charge past 25% and told the patient to recharge longer than 45 minutes. The rep had not heard back from the patient and was assuming he was doing well.